Manufacturer narrative:
Baxter is in the process of inspecting the ts7000 table. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported that the bed was not moving. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4)..

Event description:
The customer reported that the bed was not moving. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Field service technician stated he could not replicate reported allegation. Table was inspected and no adjustments or repairs were made. Based on this, no further actions are necessary.